Event description:
Reviewed surgeons database report which shows a bent im nail at site of f/x non-union. Reviewed patient x-rays which confirm the bent nail. Exchange nail procedure was performed to replace the nail. No indication of product defect. Cause: non-union of fracture site.